Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-262631. It was reported the pt experienced a pinch in his back while trying to turn a chain saw. Since then the lead incision is painful and he cannot feel his legs. He turned the system off and went to the ER. Xrays were taken and indicated that the leads had migrated. The sjm rep met with the pt and reprogramming was able to provide effective stimulation, however, the pt has decided to have his leads replaced with a paddle lead. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.